Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime test due to a faulty force sensor resistor. The device was received with cracked battery tube threads, cracked reservoir tube lip and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime. Blood glucose value was 12 mmol/l. The insulin pump was replaced and returned for analysis.